Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condtion. Device was then powered on the device and no disposable alarm sounded. This investigation was unable to confirm the reported customer complaint. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical level 1 trauma fast flow system had slow infusion, as well as a no disposable alarm. No adverse effects reported.